Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving different reading from her sensor and meter. The customer reported having a blood glucose level of 561 mg/dl, which was treated manually and came down to 400 mg/dl. The customer also reported receiving a bad sensor alert. Blood glucose level at the time of this incident was 214 mg/dl. During troubleshooting, the customer stated that the insulin was more than six days old. The sensor was not replaced or returned for analysis.